Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the physician or manufacturing representative and their concerns were resolved.

Event description:
It was reported that the patient did not feel the stimulator working at all. Additional information regarding this event as well as interventions and outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, lot# n517787, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type recharger. (B)(4).